Manufacturer narrative:
A sample is available that has not yet been received at manufacturing site for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic laser probe could not be inserted into the trocar cannula during a cataract surgery. The surgery was completed after replacing the laser probe with another one. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections h.3, h.4, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for this investigation for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The laser probe was received for this investigation. A visual assessment of the returned sample revealed the original packaging and tray to be missing. The returned sample was inserted into a trocar where it was found to have resistance. However, the sample¿s laser radio frequency identification (rfid) tag was read, the sample was found to not be associated with the customer¿s reported lot. Thus, the customer¿s reported event was not able to be confirmed. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).